Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement. An additional surgical intervention was necessary to resolve the issue. No additional adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement. An additional surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.